Event description:
Pt was implanted with vectra-t plate and screw construct at c4-7 on (B)(6) 2012. During pt's f/u visit on (B)(6) 2012, x-rays confirmed 2 screws at c7 backing out. Pt was returned to the operating room on (B)(6) 2012 for removal of hardware. Surgeon removed the two screws and pt was not revised to any additional hardware. The pt was fused and is asymptomatic. This is the 2nd of 3 reports submitted on this event.

Manufacturer narrative:
Investigation is on-going; no conclusions can be drawn as no device was returned or part number or lot number provided.